Event description:
N/a.

Manufacturer narrative:
An event with patient effects of angina, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported angina, pericardial effusion, and cardiac tamponade could not be confirmed. An unexpected medical intervention is a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. The patient had presented to the emergency department on (B)(6) 2025 or (B)(6) 2025 with chest pain and a circumferential pericardial effusion (pe) was detected. On (B)(6) 2025, a pericardiocentesis was performed and drained amount of blood from the effusion was 350ml and still bleeding. The patient has been taking dual antiplatelet therapy (dapt) since implant and plavix was discontinued at admission. The physician reports that the patient has discontinued plavix 2 other times. The physician believes that this is unrelated to the device being approximately 60 days post implant and may have to do with her history of breast cancer and radiation in the area. The patient was reported stable.